Event description:
It was reported that the injector was set to inject 140 ml's of contrast in the antecubital fossa at a flow rate of 3.0 cc/sec. Approximately 100 ml's of contast extravasated in the patient's left arm. Patient was treated with warm compresses, arm was elevated. Patient's physician was notified of occurrence.